Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was internal and the machine alarmed. Estimated blood loss was less than 100 cc's. Patient had no ill effects. Sample is available.